Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii with pain and "folds". Diagnosed via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, the event of capsular contracture could not be observed. As it is a physiological complication. The event crease/folding of implant was unable to be observed on the provided photos.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, with pain and "folds" diagnosed via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, with pain and "folds" diagnosed via ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/jun/2024.